Event description:
Clinical study. It was reported 366 days following a percutaneous carotid artery intervention stenting treatment procedure that the patient returned with in-stent restenosis. The target lesion was a 95% stenosed 6x10mm lesion located in the right ostium internal carotid artery. Treatment utilized a bsc filterwire ez and the placement of a 4-9x30mm nexstent. Following post dilation with an unknown device, the residual stenosis was 5%. An nih stroke value of 0 was assigned the next day. Two days post the procedure, the patient was discharged. At 366 days post the index procedure, the patient returned for a scheduled 12 month follow up in which an ultrasound revealed a 90% in stent restenosis of the target lesion. The site noted that no repeat carotid angiography was performed and that no target lesion revascularization was done. The case report form noted that the patient will have a repeat angiogram and possible repeat angioplasty per the primary investigator. Source documents have been requested for further information. The event relation to the device was listed as "possible".

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complication".